Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide: do not reuse insulin. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using cold, lyumjev insulin and was reusing insulin and cartridges. Tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer changed the cartridge and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.